Event description:
The pt's mother reported that the pt had recently completed hyperbaric treatment and the pt is now in a somnolent state. Drug dose and concentration are unknown. Treatment and pt outcome are unknown. Several attempts to obtain info from the hcp have been unsuccessful.